Event description:
It was reported that during implant, the device could not establish a secure connection with the lead. Multiple attempts to create a connection by backing out the set screw and lubricating the lead failed. The physician elected to implant another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to establish a secure connection with the lead was confirmed in the laboratory. Visual inspection identified silicone in the rv and svc set screw hex cavities; foreign material was found in the a set screw bore. The foreign material prevented the set screw from fully entering the a set screw bore to secure the lead.